Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. For any product information received. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address malpositioned acetabulum and cup was groosely loose in bone to implant interface. It was stated that the patient was brought to or to have an I&d and revise her left hip in single stage. This patient had a left primary #2 std trilock stem with a 46mm/300 asr acetabulum cup, a 41mm asr head and adaptor implanted elsewhere on an unknown date. Doi: unknown, dor: (B)(6) 2017, left hip.

Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.